Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of one device through left tube"), device dislocation ("malposition of essure device (recessed deep into left fallopian tube)") and genital haemorrhage ("heavy abnormal bleeding/heavy bleeding") in a 24-year-old female patient who had essure (batch no. 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "initial left microinsert was implanted but per the implant procedure report, "it did not appear that the coils had dispensed. Another micro-insert was implanted behind this device/there is a third coil". The patient's medical history included multigravida, parity 2 (((B)(6) 2002 and (B)(6) 2008)), gestational diabetes and blood pressure high. *(B)(6) 2009:hysterosalpingogram showed total bilateral occlusion,physician said that everything looked good. There is a third coil because she didn't think the first one fired but that plaintiff shouldn't have any problems. On (B)(6) 2016, surgical path report final diagnosis of cervix, uterus and fallopian tubes, hysterectomyand bilateral salpingectomy included bilateral fallopian tubes, normal, proliferative phase endometrium without diagnostic abnormaltiy, normal myometrium and cervix with mild chronic inflammation and focal squamous metaplasia; negative for dysplasia or malignancy. Concurrent conditions included obesity, general anaesthesia, vasovagal reaction and cervix inflammation. Concomitant products included cyclobenzaprine hydrochloride (flexeril), docusate sodium (stool softener), hydrocodone and linaclotide. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2008, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain/loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/chronic pain in vaginal area"), abdominal pain lower ("severe cramping") and complication of device insertion ("complications or problems at the time of essure placement procedure") and was found to have weight decreased ("weight gain/loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, weight decreased, nausea and complication of device insertion outcome was unknown and the genital haemorrhage, migraine, female sexual dysfunction and headache was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient was forced to undergo one or more surgeries to remove one or more of the essure coils. She did not claim that essure worsened a previously existing injury/condition. First, the essure device was dispensed into the left fallopian tube and no coils were noted upon removing the device. It did not appear that the coils had dispensed . Next, a second essure device was inserted into the left cornual fallopian tube orifice with one coil trailing . Next, the essure device was inserted into the right fallopian tube orifice with six coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:chronic pain in pelvic area/ pelvic pain confirming chronic pelvic pain, fallopian tube perforation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2019: plaintiff fact sheet received : outcome of events headaches was updated from unknown to recovering / resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of one device through left tube"), device dislocation ("malposition of essure device (recessed deep into left fallopian tube)") and genital haemorrhage ("heavy abnormal bleeding/heavy bleeding") in a 24-year-old female patient who had essure (batch no. 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "initial left microinsert was implanted but per the implant procedure report, "it did not appear that the coils had dispensed. Another micro-insert was implanted behind this device". The patient's past medical history included multigravida, parity 2 (((B)(6) 2002 and (B)(6) 2008)), gestational diabetes and blood pressure high. Concurrent conditions included obesity, general anaesthesia, vasovagal reaction and cervix inflammation. Concomitant products included cyclobenzaprine hydrochloride (flexeril), docusate sodium (stool softener), hydrocodone and linaclotide. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2008, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), headache ("headaches"), weight increased ("weight gain/loss") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/chronic pain in vaginal area"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight gain/loss") and complication of device insertion ("complications or problems at the time of essure placement procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, bladder disorder, urinary tract disorder, vaginal discharge, headache, weight increased, weight decreased, nausea and complication of device insertion outcome was unknown and the genital haemorrhage, migraine and female sexual dysfunction was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient was forced to undergo one or more surgeries to remove one or more of the essure coils. She did not claim that essure worsened a previously existing injury/condition. First, the essure device was dispensed into the left fallopian tube and no coils were noted upon removing the device. It did not appear that the coils had dispensed . Next, a second essure device was inserted into the left cornual fallopian tube orifice with one coil trailing . Next, the essure device was inserted into the right fallopian tube orifice with six coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. On (B)(6) 2009:hysterosalpingogram showed total bilateral occlusion,physician said that everything looked good. There is a third coil because she didn't think the first one fired but that plaintiff shouldn't have any problems. On (B)(6) 2016, surgical path report final diagnosis of cervix, uterus and fallopian tubes, hysterectomy and bilateral salpingectomy included bilateral fallopian tubes, normal, proliferative phase endometrium without diagnostic abnormality, normal myometrium and cervix with mild chronic inflammation and focal squamous metaplasia; negative for dysplasia or malignancy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:chronic pain in pelvic area/ pelvic pain confirming chronic pelvic pain, fallopian tube perforation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of one device through left tube"), device dislocation ("malposition of essure device (recessed deep into left fallopian tube)") and genital haemorrhage ("heavy abnormal bleeding/heavy bleeding") in a 24-year-old female patient who had essure (batch no. 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "initial left microinsert was implanted but per the implant procedure report, "it did not appear that the coils had dispensed. Another micro-insert was implanted behind this device". The patient's past medical history included multigravida, parity 2 (((B)(6) 2002 and (B)(6) 2008)), gestational diabetes and blood pressure high. Concurrent conditions included obesity, general anaesthesia, vasovagal reaction and cervix inflammation. Concomitant products included cyclobenzaprine hydrochloride (flexeril), docusate sodium (stool softener), hydrocodone and linaclotide. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/chronic pain in vaginal area"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), headache ("headaches"), weight increased ("weight gain/loss"), weight decreased ("weight gain/loss"), nausea ("nausea") and complication of device insertion ("complications or problems at the time of essure placement procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, bladder disorder, urinary tract disorder, vaginal discharge, headache, weight increased, weight decreased, nausea and complication of device insertion outcome was unknown and the genital haemorrhage, migraine and female sexual dysfunction was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient was forced to undergo one or more surgeries to remove one or more of the essure coils. She did not claim that essure worsened a previously existing injury/condition. First, the essure device was dispensed into the left fallopian tube and no coils were noted upon removing the device. It did not appear that the coils had dispensed . Next, a second essure device was inserted into the left cornual fallopian tube orifice with one coil trailing . Next, the essure device was inserted into the right fallopian tube orifice with six coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. (B)(6) 2009:hysterosalpingogram showed total bilateral occlusion,physician said that everything looked good. There is a third coil because she didn't think the first one fired but that plaintiff shouldn't have any problems. On (B)(6) 2016, surgical path report final diagnosis of cervix, uterus and fallopian tubes, hysterectomy and bilateral salpingectomy included bilateral fallopian tubes, normal, proliferative phase endometrium without diagnostic abnormaltiy, normal myometrium and cervix with mild chronic inflammation and focal squamous metaplasia; negative for dysplasia or malignancy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:chronic pain in pelvic area/ pelvic pain confirming chronic pelvic pain, fallopian tube perforation . Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet and medical records received. Events added per pfs: chronic pain in pelvic area/ pelvic pain, chronic pain in vaginal area, heavy bleeding, abnormal bleeding vaginal, menorrhagia), dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), apareunia (inability to have sexual intercourse), malposition of essure device(recessed deep into left fallopian tube), fatigue, bladder or urinary problems or changes, vaginal discharge, migraines/headaches, weight gain/loss, nausea. Event added per mr: perforation of one device through left tube. Patient demographics, lot no, medical history, concurrent conditions, concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: patient was forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.